Manufacturer narrative:
The customer reported that the central nurse's station (cns) is displaying communication loss (comm loss) for one bedside monitor (bsm). According to the customer, the bsm is an mu-631ra. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on 08/24/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 09/01/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 on 09/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: on 08/24/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 09/01/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 on 09/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: on 08/24/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 09/01/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 on 09/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: mu-631ra, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) is displaying communication loss (comm loss) for one bedside monitor (bsm). There was no patient injury reported.